Event description:
It was reported that the auto mode function of the 9800md will not adjust image. It was noted that the image quality was poor and the contrast and brightness had to be adjusted to get a good image. There was no report of patient injury.

Manufacturer narrative:
When add'l info is provided, it will be reported as required.